Event description:
It was reported that the pt's neurostimulator and lead were explanted due to the staph infection. Additional info has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).